Event description:
It was reported by repair work order that the footend lift was stuck in an elevated position due to a malfunctioning power coil cord. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.